Event description:
Rep from the hospital maintenance department reported that the scale on this bed was inaccurate. After troubleshooting with a hill-rom service technician, it was determined that possibly one of the scale load beams was defective. The facility decided to scrap the bed due to the cost to repair and the age of the bed.